Event description:
It was reported that error code lec 1836 was experienced.

Manufacturer narrative:
Other text: b5: no patient injury was reported. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient. H6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device in good condition. Error was found in the device ehl (event history log) multiple times. The customer stated problem was duplicated. Replaced defective motor. The cause of the reported problem could not be determined. A DHR (device history review) was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device., corrected data: d4: correction: model number: 6500 h6: correction: event problem patient code: 4582.